Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient stayed home from work because they were "hurting a little." Additional information was received on 2017-jun-07 from a healthcare professional. It was reported that the patient¿s pain was caused by kidney stones. The kidney stones were removed in an operative procedure and the pain resolved. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.